Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. It was also reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported an elevated blood glucose level of 300 (mg/dl) and delivered an injection. The customer was able to clear the malfunction alarm and changed supplies to address the occlusion alarm. Due to the supplies being changed, tandem technical support was unable to troubleshoot the source of the occlusion.

Manufacturer narrative:
No failure related to occlusion alarm was identified.